Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 13.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that elevated threshold was observed when the patient presented in clinic. Programming changes were made. Patient's condition was stable. Later, lead was capped and replaced on (B)(6) 2016 during device replacement procedure to prevent premature battery depletion in future. Patient tolerated the procedure well.